Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited high pacing impedance and failure to capture. No intervention was reported. There were no patient consequences.